Manufacturer narrative:
Citation: vahl tp. Transcatheter aortic valve replacement 2016 a modern-day ¿through the looking-glass¿ adventure. J am coll cardiol. (B)(6) 2016;67(12):1472-1487. Doi: 10.1016/j.jacc.2015.12.059. Earliest date of publish used for event date . No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature meta-analysis regarding transcatheter aortic valve replacement in 2016. All data were collected from multiple centers in 2016. The study population included an unspecified number of patients, an unspecified number of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients all-cause mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: paravalvular leak (pvl), valve dislodgement, difficult positioning, imprecise valve positioning, coronary obstruction, conduction system disturbances requiring a new permanent pacemaker implant, stroke, vascular or bleeding events, and patient-prosthesis mismatch after a valve-in-valve. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.